Event description:
It was reported by the customer that bd pyxis¿ medbank tower user was unable to dispense scheduled medications like fentanyl in 02 02 or 02 03. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to dispense scheduled medications. A field service engineer observed the issue was reported as zones 2.2 and 2.3 was opening in tester but not in application, so tested drawer in tester successfully, also worked with medbank support and specialist had cycle sound zone 2 and return medications into zone 2 without issue, also engineer observed specialist cycle all pockets in zone 2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.